Event description:
As reported by the user facility: tubing appeared to be cut and was leaking fluid into pump. Drug used was decitabine and ns.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). One used contaminated sample without packaging, and three photographs were submitted for evaluation. The sample was visually evaluated, and the tubing was found to be cut near the green clamp. The photographs were also reviewed, and one image shows the tubing cut in that same area near the green clamp. An exact root cause cannot be determined at this time. The most probable root cause of cut tubing is believed to be attributed to misloading of the IV set into the space pump. It should be noted the infusomat space pump manuals, IV blister lids, insert cards, as well as the space pump clearly indicates the correct instructions for loading the IV set into the space pump. All available information regarding this occurrence has been forwarded to the appropriate manufacturing business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.